Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No nc's nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information dynamic anchor detached from mesh while tensioning. Altis was removed and non-coloplast (caldera tvt) device was implanted.